Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was part of a system revision due to possible infection and wound dehiscence. Reportedly, the patient was presented to the hospital with purulent discharge and drainage coming from the pocket incision. There were no additional adverse patient effects reported. This device was explanted.